Manufacturer narrative:
Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the device was not returned and no photos were provided, so an evaluation is unable to be performed. Root cause: this event could possibly be attributed to unknown patient or surgical factors such as degrading bone quality over time, stress shielding of the bone over time, using an incorrectly sized or aligned tap, or misalignment of the screw threads in the tap pathway. DHR review: the lot number was not reported and the device was not returned, therefore a DHR review is unable to be performed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference reports 3012447612-2025-00228 through 3012447612-2025-00231.

Event description:
It was reported that a revision surgery was performed to address loosening of three polaris screws in the bone. It was also reported that one fractured polaris screw was removed. The 6.5 diameter screws were removed and replaced with larger 9.5 diameter screws, and there was no reported patient impact beyond the revision. This is report one of four for this event.

Manufacturer narrative:
D4: the UDI number is unknown because the part and lot numbers are not available. G4: PMA/510(k) #: k141804 or k061441. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to address loosening of three polaris screws in the bone. It was also reported that one fractured polaris screw was removed. The 6.5 diameter screws were removed and replaced with larger 9.5 diameter screws, and there was no reported patient impact beyond the revision. This is report one of four for this event.